Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 12atm within 20 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications, and the patient was good post procedure.